Event description:
Device 3 of 4. Reference MFR report # 1627487-2018-12620, 1627487-2018-12621, 1627487-2018-12623. It was reported the patient experienced ineffective therapy. In turn, surgical intervention was undertaken and the leads were removed. During the removal, a lead was found to be fractured and was unable to be fully removed (reference MFR report # 1627487-2018-12631, 1627487-2018-12632, 1627487-2018-12633, 1627487-2018-12634). It is unknown which lead was fractured, therefore all possible lots are being reported.

Event description:
Device 3 of 4: reference MFR report # 1627487-2018-12620, 1627487-2018-12621, 1627487-2018-12623.